Manufacturer narrative:
The device was recently received, and final eval results are in-process. Additional info will be provided in a follow-up report.

Event description:
As reported to coloplast, "severe pain".